Event description:
It was reported, the patient is deceased and died one day post replacement of the left ventricular lead. Additional information obtained reported that the lead was placed without incident or complications. Further information obtained from the physician's office reported that the cause of death is unknown. The patient was discharged and died at home. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-35 lead implanted: 2015 (B)(6); (B)(4) ICD implanted: 2014 (B)(6). (B)(4).